Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by clinical safety, a 29mm sapien 3 valve showed calcification approximately 2 years and 3 months post tavr. Per medical record review a recent tte showed lvef of 30-35% with moderate pvl, which was suspected as being more severe. There was severe lvot calcification existed, creating pvl. There was a sizable gap between the native annulus and the tavr valve, which was created by a large calcium along the lvot. As a result the valve was explanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post implant calcification was confirmed based on the medical records. Available information suggests patient factors (diabetes, hyperlipidemia) likely contributed to the event as patient medical history of diabetes and hyperlipidemia were reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.